Event description:
It was reported that "the applier jaws are misaligned. Nothing fell into [patient] cavity. No harm to patient."

Manufacturer narrative:
Qn#(B)(4). The sample was returned and sent to the manufacturer (tecomet) for investigation. Tecomet reports: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4). Lot in october of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument shows that the jaws are slightly loose and misaligned to each other in the closed position. There is no visible damaged to the jaw pivot pin area of the outer tube assembly. We are able to validate the complaint for the returned instrument. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod bosses to become damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Other remarks: n/a corrected data: n/a

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the applier jaws are misaligned. Nothing fell into [patient] cavity. No harm to patient."